Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the pt's left femoral artery in the open heart intensive care unit. During insertion, the spring wire guide unraveled. As a result, everything was removed and a new kit was used to successfully complete the procedure. There was no delay in treatment and no pt injury was reported. It was noted by value analysis rn that the pt expired but it was not related to this issue.